Manufacturer narrative:
Device evaluation: the device has not been returned for evaluation. A follow-up report will be submitted when the evaluation has been completed. Evaluation conclusions: a follow-up report will be submitted when the evaluation has been completed.

Event description:
The rotator broke during a cerebral angiography at 1000 psi. No harm or injury was reported.